Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited left pressure incorrect alarms.

Manufacturer narrative:
The customer-reported issue of a left pressure incorrect alarm was confirmed via review of the driver's alarm history, which revealed six (6) left pressure incorrect alarms. During the recording of these alarms, the left pressure was consistently lower than the set point, which triggered the alarms when out of tolerance, confirming the customer-reported issue. Although the driver passed incoming functional testing, the issue was isolated to the electronic pressure regulator based on previous investigation of this issue, and confirmed during additional evaluation of the left electronic pressure regulator. The root cause of the customer reported alarm was determined to be a malfunction of the left electronic pressure regulator. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.